Event description:
Complainant alleged that while attempting to defibrillate a patient, the device self-charged without any use interaction. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the device performed to spec. The customer's report of auto charging was confirmed in the clinical data. However, the device was configurated to auto charge in advisory mode following it a shockable rhythm is detected. Based on our review of the data, we have concluded that the analysis program worked within its limitations and there is no indication of a device malfunction due to the fact that the device can still administer therapy. Reports of this nature do not typically meet the criteria for reportability. Analysis of reports of this type has not identified an increase in trend.